Manufacturer narrative:
E1: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced hyperglycemia and an adhesive failure (tape not sticking) event on 02 apr 2026 as the infusion set fell off due to perspiration while playing. The hyperglycemia persisted for more than four hours and was treated with a insulin pen.